Event description:
The sales rep. Reported on behalf of the customer that the inner packaging of the lfit heads is difficult to get out of the outer packaging. The customer reported that they are worried about sterility as they have to shake the pack to get the inner packaging out of the outer packaging.

Manufacturer narrative:
An event regarding a packaging issue involving a 32mm std lfit v40 head was reported. The event was confirmed. Device evaluation not performed as no devices were returned for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. This event is associated with a known stryker issue when removing the inner blister from the outer blister. The current design has a lift tab at one of the corners of the inner blister for which to pick the unit out from the outer blister, however, this tab can be difficult to grab. The current method of removing the inner blister from the outer has been reviewed with packaging design team. Although a lift tab exists on the current inner blister design improvement is currently in progress to improve and address this issue.

Event description:
The sales rep. Reported on behalf of the customer that the inner packaging of the lfit heads is difficult to get out of the outer packaging. The customer reported that they are worried about sterility as they have to shake the pack to get the inner packaging out of the outer packaging.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.